Event description:
It has been reported that an implant has fractured. Three of the four abutment screws have fractured as well as a result from the overload placed on the area from the fixture fracture. It has been indicated that the abutment screws were discovered to have fractured at the same time the fixture fracture was discovered. The three abutment screws that fractured are the sdca006 with the lot numbers of, 509854,510534,509879. Pt injury has not been reported.